Event description:
It was reported that during a "lap.I hysterectomy" procedure, the white tissue pad had fallen off of the jaw of the device. The surgeon could not recover the pad. The case was completed with a second instrument. Additional info has been sought regarding the pad being retrieved or left inside the pt; current pt condition and pt info.

Manufacturer narrative:
Date sent: 05/01/2009. Info anticipated, but unavailable at this time.